Event description:
The customer reported that the system displayed a filament error while taking fluoro shots during a histo case. When the system was rebooted, it displayed a precharge voltage error. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep reseated inspected the system and found that the precharge error message displayed when he attempted to boot the system. He tested the battery pack and found it needed to be replaced. The rep replaced the battery pack and the system operates as intended.